Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported damage to the insulin pump and a leak in the reservoir. The customer also stated the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884 & mmt-342. Troubleshooting was done for the damage issue and found the customer reported the insulin pump would no longer rewind and the piston would not move down. The customer also stated the insulin pump had a crack and its functionality was affected. The customer also reported receiving an insulin flow block alarm. The customer stated there was insulin/fluid visible under the battery/reservoir compartment or under lcd display. Troubleshooting was also partially done for the leak in the reservoir and found the leak occurred at the o-rings. No harm requiring medical intervention was reported. The product(s) mmt-1884 & mmt-342 will be returned for analysis.